Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a multirate infusor showed spillage of inner fluid from flow restrictor and tube set joining point during set up. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was manufactured between 26feb2016 and 27feb2016. As the sample was not returned a device analysis cannot be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The date in the initial MDR, 1416980-2017-01125, should be (B)(6) 2017 and not (B)(6) 2017. Should additional relevant information become available, a supplemental report will be submitted.